Event description:
The customer stated that one patient sample generated a higher than expected result of more than 20 ug/ml for the carbamazepine assay. The axsym analyzer performed an auto-dilution and a result of 32 ug/ml was generated. The customer then did a manual dilution and obtained a repeated result of 6 ug/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.